Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 7/27/2017 - phone, 7/31/2017 - phone, 7/31/2017 - email. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The central processing unit was replaced by the user, and the unit was returned to service.

Event description:
The hospital reported the unit had a system reset alarm during a case. There was no report of patient injury.